Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was loose connection between a titanium adapter and the transfer set. The patient was connected at the time the event was observed. The gap (> 0.2cm) was noted before use for peritoneal dialysis. The transfer set and the titanium adapter were replaced. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.